Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had high pacing impedance and high capture thresholds. The patient was asymptomatic. No changes were made and there were no consequences to the patient.